Event description:
Customer reported that the slide broke during the coverslipping process. Consequently, the tissue was damaged because the slides were completely destroyed. Therefore the tissue was not diagnosable, and the pt had to be reexamined to collect another cytology smear small biopsy.